Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that after a tracheotomy had been done on the 66-year-old-male-patient, the medical staff found that the air bag was leaking. The tracheal tube was immediately replaced and observed, and no abnormalities were found. There was a patient involvement and no patient harm reported.